Event description:
Caller reported a malfunction on the pump with a specific malfunction code displayed, and it was noted that this issue had occurred at least three times before with the same pump. There was no adverse impact on the customer's blood glucose level. The customer will continue using the current pump until a replacement is received, as arranged by technical support, who also advised on next steps and return procedures for the faulty pump.